Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event around 05:00am the patient was not responding and had lost consciousness. The cgm reading was 119 mg/dl, and the blood glucose reading was 40 mg/dl. An ambulance was called and the patient was brought to the hospital. On the way to the hospital the patient was treated with glucagon. The patient regained consciousness at 06:00am and was already at the hospital at that moment. When a fingerstick was taken the cgm reading was still 119 mg/dl, and the blood glucose reading was still 40 mg/dl. The patient was treated with intravenous fluids. The patient was discharged on the same day around 11:30am. When a fingerstick was taken that day the cgm reading was 231 mg/dl, and the blood glucose reading was 239 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.